Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "towards the end of the procedure, when the bag was deployed, the bag fell off both sides of the metal prongs. Prongs were exposed inside the patient. They took the inzii device out with no patient injury, and no bag or pieces remained inside the patient. This happened before the specimen was retrieved, so no contents inside the bag when bag fell off.. Opened a new inzii bag to finished procedure." Type of intervention: "n/a". Patient status: "no patient injury."